Event description:
A physician reported a pt who was skin tested in the forearm on 12/17/1997 with negative results. On 12/22/1997, the pt received her first treatment in the forehead lines and the nasolabial folds. No sudden color change, blanching or bruising was noted at the time of the treatment. On 12/25/1997, the pt stated that she developed a grey 1 cm skin dislcoloration near the left nasolabial fold treatment site. The physician examined the pt on 12/26/1997, and stated that the pt had a 1 cm grey-dusky colored spot located about 1/2 inch above the injection site on the left nasolabial fold resembling a "brown recluse spider bite." The phsyician believed this was due to a vascular compromise, secondary to the treatment. On 12/26/1997, the physician prescribed topcial nitropaste, oral zovirax and dicloxacillin. On 12/29/1997, the physician examined the pt, and stated that the symptoms had not progressed since the last examination; there was no evidence of tissue sloughing. The physician believed that the pt's blood supply would overcome this repsonse, and that necrosis would probably not occur in this area. On 1/6/1997, the physician reported that the pt was doing well, and no further medical intervention was planned or prescribed.